Event description:
This is a known recurring issue with this table. In this event, the rad tech was preparing for a procedure for their first patient of the day. When the tech moved the table, lubrication leaked out and got all over the floor. This has been a chronic issue. A couple months ago, a leak was more substantial than ones in the past and had a yellow color to it, whereas other previous leaks have been clear. It has been leaking so much that rad-IV has to clean the floor several times a day. Similarly, another issue with the table occurred later in the same day as this report. The tech attempted to move the table to image another area of the patients anatomy and table would only move laterally and not in the cranial caudal directions. C-arm was present and was used for all further movements and case was completed without issue. The vendor has been contacted and manufacturer response for stille table, stille table (per site reporter). Radiology director in touch with the vendor, and because of these leaks they have extended the warranty on the table for another year at his request, as well as guaranteed a free pm toward the end of the warranty year. Vendor came to repair table and order parts. Table was functional 10 days after the incident.